Event description:
The report from the field indicated that: when a 3.0 x 23 mm cypher stent was removed from the package and the tip was about to be flushed, a wire was noted to be sticking out of the exit port. The wire reportedly had a spiral, curled look to it. There were no other products used, and the system and packaging were otherwise intact. The product was not used in the patient and the procedure was successfully completed with another cypher stent. There was no patient injury.